Event description:
It was reported to st. Jude medical that the lead was successfully implanted in 2004. Initial position, capture threshold and sensing amplitude were excellent and the helix was extended. The pt returned to the hospital 10/2004 after receiving numerous inappropriate shocks. Testing revealed no right ventricular capture, unstable sensing and noise on the electrogram. The lead was explanted and a visual inspection confirmed that the helix had not fully extended.